Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that there was a power on reset (por). No symptoms reported. It was unknown when this occurred. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.